Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
The complaint was able to be confirmed in the engineering logs along with two additional malfunction alerts. After retesting for ipx8 rating, the device was flagged for leak, however no evidence of liquid damage was seen inside the ilet. None of the listed alerts were able to be duplicated and as such, the cause was unable to be determined. As a precaution, the mainboard shall be replaced.